Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace an 80-year-old male patient, the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and pacing test without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The electrodes used during the event were non-zoll electrodes and not returned as part of the investigation. Analysis of reports of this type has not identified an increase in trend.